Event description:
The customer contacted physio-control to report that their device would no longer power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies, as well as completed unrelated repairs. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio further examined the removed system controller (sc) pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u61. Physio observed that ic chip u61 caused the device to lock-up during the boot up cycle. It was later clarified with the physio service representative who repaired the device that when he evaluated the device it would not power on completely; he observed that the unit would attempt to power on but not complete the boot-up process. This corroborates what was observed in further testing of the sc pcb assembly. The user interface pcb assembly was an ancillary part and there was no failure of this assembly.